Event description:
It was reported that the right atrial (ra) lead exhibited out of range low bipolar impedance and polarity switch. The ra (right atrial) capture was slightly variable and has increased. The ra lead was re-programmed and remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).